Event description:
First ldl-apheresis procedure was conducted on 11/21/97 without problem using nafamostat mesilate as anticoagulant. After treatment pt took adalat (nifedipine) and procylin (beraprost sodium) instead of ace inhibitor. Second ldl-apheresis procedure on 11/25/97 conducted using heparin as anticoagulant. Procedure initiated at 13:30. Pt yawned at 14:00. At 14:05, pt experienced sweating and nausea (blood p: 77 mmhg; pulse rate: 58). Procedure discontinued at 14:10. Pulse rate decreased to 40, and temporary asytole occurred but recovered with tap on chest. Procedure restarted at 14:45 using nafamostat mesilate (blood p: 177 mmhg: pulse rate: 58), and procedure was completed without further problem. The next two ldl-apheresis procedures were completed without incident using nafamostat mesilate as an anticoagulant. Pt continued taking adalat and procylin. The remaining effect by ace-inhibitor may have caused or contributed to the event.